Manufacturer narrative:
Reported event was able to be confirmed via operatives notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown, unknown liner, unknown. Event date: (B)(6) 2015. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08606.

Event description:
It was reported that the patient underwent a right hip closed reduction due to dislocation and pain approximately three months post-implantation. No additional patient consequences were reported.